Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a cystocele and rectocele repair and tension-free vaginal tape procedure performed on (B)(4) 2019 for the treatment of stress incontinence and pelvic floor prolapse. As per reported by the patient's attorney, two days after the procedure, the patient was discharged from the hospital and was advised to self-catheterize at home due to inability to empty bladder completely. On (B)(6) 2019, the patient was diagnosed with esbl-producing e. Coli (extended-spectrum beta-lactamase-producing escherichia coli) urinary tract infection which is highly resistant bacterial infection that does not respond to typical antibiotics. The patient was prescribed with cipro for four days but organism was resistant; subsequently, the antibiotic was changed to augmentum to be taken for five days. Furthermore, the patient was prescribed with self-catheterization five times daily due to high post void residuals. Reported symptoms that were still present include pain, frequency, and painful urination. On (B)(6) 2019, the patient's urinary tract infection was still present. The patient was seen at the same hospital the device was implanted and was administered with rocephin injection as well as macrobid for fourteen days. Urinalysis still showed a positive result and the patient experienced kidney pain. On (B)(6) 2019, the patient was seen again by the physician and uti was still present. Subsequently, the physician prescribed macrobid for four more days. On (B)(6) 2019, the patient completed taking macrobid but still experiencing back/kidney pain, bladder pain, constant bladder irritation, and burning with urination. On (B)(6) 2019, the patient was seen in indio urgent care for bladder pain and flank pain in area of kidneys. Urinalysis taken still showed a positive result. The patient was then referred to a hospital for IV antibiotics. On (B)(6) 2019, the patient was given with zyson IV and fosfomycin (monurel) for two doses. Urine showed positive pseudomonas infection. On (B)(6) 2019, the patient was still self-catheterizing at home five times daily due to incomplete bladder emptying. On (B)(6) 2019, the patient was referred to an infectious disease physician. The patient still experienced pain in bladder and urethra. Urinalysis performed showed esbl-producing e. Coli urinary tract infection positive. From (B)(6) 2019, the patient was administered with ertepenum IV infusions daily for esbl-producing e. Coli. That was not responding to seven different oral antibiotics. On (B)(6) 2019, a surgery was performed to excise the lower half of mesh due to infections and inability to empty bladder. Per operative notes, the mesh was noted to be too tight. The patient was at the hospital for two days. On (B)(6) 2019, the patient was seen at urgent care for uti symptoms, bladder pain and burning sensation. Urinalysis performed still showed a positive urinalysis. Culture showed klebsiella pneumonia. On (B)(6) 2019, the patient started cipro again. On (B)(6) 2019, the patient had yeast vaginitis. On (B)(6) 2019, a pelvic ultrasound and an x-ray were performed due to continued bladder and abdominal pain. On (B)(6) 2019, the patient was advised with physical therapy due to debilitation from infections and surgeries. On (B)(6) 2019, the patient presented with uti symptoms including back pain in kidney area. Urinalysis showed a positive result of esbl-producing e. Coli. The patient started 1 gm methenamine twice daily as uti prevention. Furthermore, the infectious disease physician recommended complete removal of mesh as soon as possible due to infections. From (B)(6) to (B)(6) 2019, the patient was administered with ertepenum IV infusions daily. On (B)(6) 2019, the patient was seen by the physician and presented with fatigue. On (B)(6) 2019, the patient had physical therapy to strengthen muscles due to debilitation. On (B)(6) 2019, the patient started d-mannose and macrobid as preventive measures prior to third surgery (mesh removal). On (B)(6) 2019, third surgery for complete mesh removal was performed; arms of mesh sling were removed. Ertepenum IV infusions were administered before and after the surgery to prevent recurrence of esbl-producing e. Coli uti. The patient was sent home after two days with foley catheter due to inability to void after the surgery. From (B)(6) 2019, the patient was prescribed with macrobid to be taken daily to prevent uti. On (B)(6) 2019, taking macrobid was stopped. The patient restarted d-mannose twice daily as prescribed by the infectious disease physician. On (B)(6) 2019, the patient had nausea and right upper quadrant abdominal pain. Abdominal CT scan was performed and showed "scattered pneumoperitoneum." The patient was then prescribed with zofran odt for nausea. On (B)(6) 2019, the patient presented with uti symptoms including burning sensation and bladder pain. A urinalysis was performed. The patient started pyrdium for burning and pain. On (B)(6) 2019, urinalysis result showed esbl-producing e. Coli uti positive. The patient was seen by the infectious disease physician. The patient was administered with ertepenum IV infusions until (B)(6) 2019. On (B)(6) 2019, the patient was seen for bladder retraining (physical therapy). On (B)(6) 2019, the patient restarted d-mannose twice a day. On (B)(6) 2019, endoscopy was performed due to significant weight loss of 25 pounds as a result of infections and potent IV antibiotics. Biopsies were also performed. On (B)(6) 2019, the patient was seen for straight catheterization to send urine for culture and sensitivity. On (B)(6) 2019, the urine culture and sensitivity test result was clear following complete removal of the mesh sling. On (B)(6) 2019, the patient started physical therapy for bladder retraining and pelvic floor exercises due to muscle weakness and infections requiring frequent catheterizations. On (B)(6) 2019, an abdominal CT scan was performed due to abdominal pain. On (B)(6) 2019, the patient was seen by the infectious disease physician for follow-up visit. The patient was advised with physical therapy for bladder retraining. Dosage of d-mannose was decreased to one tab a day due to nausea. On (B)(6) 2019, the patient presented with urinary tract infection symptoms including urgency, burning sensation, frequency, incontinence, and bladder pain. Urinalysis was performed. On (B)(6) 2019, urinalysis results showed positive urine culture (e. Coli but not esbl); subsequently, the patient started keflex for ten days. On (B)(6) 2019, the patient restarted d-mannose for prevention. Boston scientific has been unable to obtain additional information regarding the event to date.